Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient was in atrial fibrillation, so the physician decided during implant not to use this lead. The lead was returned to the manufacturer. No patient complications were reported as a result of this event.